Event description:
It was reported that the pt's implantable neurostimulator and extension were removed and replaced. The reason for the surgery was not provided. There were no further details, pt symptoms or outcome provided. Additional info was requested but not available as or the date of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).